Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have gone through 5 or 6 sets of reservoirs and found one that worked, although there is a huge air bubble in the reservoir. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that replacement reservoirs would be provided to him.